Event description:
The recipient is reportedly experiencing pain at the implant site. On (B)(6) 2018, the recipient reportedly underwent a spinal tap to rule out any pain. During the spinal tap, csf leakage and hospitalization were noted. The recipient was prescribed a steroid treatment for pain and facial palsy. The recipient ceased device use. The recipient csf leak resolved. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed surgical slices along the lead and near the array, and the electrode ground ring was missing prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient's pain radiates from the implant site, down the ear and neck, and into the cheek with and without device use. Programming adjustments were made, however, the issue did not resolve. On (B)(6) 2018, the recipient reportedly underwent a spinal tap to rule out any pain. During the spinal tap, csf leakage and hospitalization were noted. The recipient was prescribed a steroid treatment for pain and facial palsy. The recipient ceased device use. The recipient's csf leak resolved. Revision surgery is scheduled.